Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) had a black screen and asked for the password. No patient harm was reported. Service requested / performed: the unit was cleaned and decontaminated. The model, serial number, and all labels were verified, with no visible damage, scratches, or fluid damage observed. The reported issue was successfully duplicated during testing. It was determined that the issue occurred due to os or hard drive corruption. After using the nk bios password, it was found that the bios did not detect the hard drive. Investigation conclusion: evaluation of the returned device was able to duplicate the reported issue. The cause of the issue is presumed to be related to operating system or hdd corruption. Corruption of the operating system or hard drive(s) can lead to failures in operation. The most common causes for software corruption are ungraceful exits due to use error or power loss. Improper system shutoff is likely to corrupt files and software while performing operations. Additional device information: d10: concomitant medical device bedside monitor bsm-6700 series model: ni sn: ni telemetry transmitter zm-920 series model: ni sn: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had a black screen and asked for the password. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had a black screen and asked for the password. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had a black screen and asked for the password. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10: concomitant medical device. Bedside monitor bsm-6700 series model: ni. Sn: ni. Telemetry transmitter zm-920 series model: ni. Sn: ni.